Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was 500mg/dl. The customer's current level is 145mg/dl. Troubleshoot was conducted. The customer is being sent out a tubing clamp to perform high pressure test, and compete troubleshoot. The customer was advised to call back when supplies arrive. The customer also stated that their high levels could be attributed to stress, and surgeries they've been having. The customer wishes to continue the troubleshoot.